Event description:
Complainant alleged that the device displayed a "pacer fault 117" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll. The customer removed and returned the suspect hv module for evaluation; however, testing of the hv module was not able to duplicate the malfunction.